Event description:
It was reported that the power coil cable was damaged causing it to short/spark due to a damaged foot cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.